Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer and pocket failed and could not be recovered. The customer reported that there was a delay in dispensing medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3 row b had failed and was unable to recover. A field service engineer (fse) addressed an issue where drawer 3, row b cubies were not detected on the bus. The fse reseated row board cable connections to all cubie trays and the drawer controller and removed debris and foil slivers from the cubie trays. The drawer and cubies tested successfully in both diagnostics and the application. Fse performed proactive inspection process. The system functioned as intended after the field service engineer repaired the device.